Event description:
A healthcare professional reported that a multiple ophthalmic cutting knives from same lot number were found to be dull during the cataract surgery. The patient health impact have not been provided. The surgery was completed on the same day. Additional information has been requested and none received at this time of the report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).